Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product showed that the lens was returned in two pieces. Clear surgical residue/debris on the product. Conclusion: the root cause of the event was due to two pts having the same last name, the wrong lens was inserted.

Event description:
The reporter stated that the surgeon inserted a aq2017v three piece silicone lens. The lens was removed during the same procedure without enlarging the incision, as the wrong lens was inserted. No pt injury. The cause of the wrong lens being used was that there were two pt's with the same last name and the lens that was for the other pt was inserted into this pt.